Event description:
Customer reported via phone, he needed assistance with priming as he had done something wrong and he wasn't feeling well. His blood glucose was 460 mg/dl and treated with a manual injection. He passed out during the call and was disconnected. Company representative stated the paramedics were called and called back. Paramedics answered and advised they treated the customer. On (B)(6) 2015 customer provided further information on the hospitalization his blood glucose was 487 mg/dl. He was moving furniture prior to the event and the infusion set was pulled out. He declined troubleshooting. On (B)(6) 2015 he provided further information. Blood glucose was 480 mg/dl when he was admitted. He stated he had been moving the furniture for two and half to three hours. He then checked his blood glucose was 467 mg/dl. He wasn't wearing the device when the paramedics were called. He was treated at the hospital, released once his blood glucose was stabilized, and he reconnected to the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.